Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. The investigation determined a failure of the reed switch which controls whether the device recognises an adult or child patient pad-pak insertion. If an child patient is detected but an adult is connected, the higher the impedance the lower the shock energy. There is potential to cause an adverse event but it is dependent on the impedance of the patient.

Event description:
As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. No patient involvement.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion of the investigation a follow-up report detailing the conclusions will be submitted.

Event description:
As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. No patient involvement.